Event description:
It was reported that the device had a service indication. Physio-control device eval found multiple fault codes repeatedly logged in the memory that indicate a potential lock-up issue. There was no report of pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control replaced the pt parameters pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.